Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented after receiving a patient notifier. Oversensing on the riata lead was seen on emg. Lead testing with isometrics and pocket manipulation was discussed and reprogramming was recommended. No further information is available.

Event description:
New information received notes that the oversensing recurred. Device was reprogrammed. The patient will continue to be monitored with routine follow ups.